Event description:
In 2008, the pt reported that while changing her insulin cartridge, the plunger came off of the cartridge and 315 units of insulin spilled into the cartridge compartment. The pt was assisted with setting up her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.